Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident. Approx six mos post-procedure the pt was reassessed and it was noted the sling material was visible through the vaginal wall. The sling was removed and the pt underwent treatment with antibiotics. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis will be performed. Co's directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials. Loss of suture support may produce dehiscence at the implant wound site."